Event description:
A nurse reported a tingling sensation when they touched a system 1000 machine touch screen during a patient treatment. The nurse indicated that thumb was sensitive for approximately one half hour after the incident. The patient treatment was discontinued, the device was turned off and the patient's blood in the bloodlines was returned to the patient via manually turning the blood pump. There was no injury or medical intervention required for either the patient or the nurse. The nurse has fully recovered from the incident.